Manufacturer narrative:
(B)(4). Insulin pump was received with missing segments/partial display due to cracked lcd glass. Unit was received with broken off the belt clip rails. The p-cap locks properly into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump clip rail had crack that hit the screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.